Event description:
It was reported that the customer's device was showing all three icons (attention, service wrench, and charge-pak). When the device is showing all three icons, the device would likely not have sufficient power to deliver defibrillation energy to a patient. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control has been unable to reach the customer regarding the reported failure. It is unknown if they will be returning the device to physio-control for evaluation. The cause of the reported failure could not be determined. The device has not been returned to physio-control.

Manufacturer narrative:
The customer contacted physio-control and advised that they have retired the device from service due to the reported device issue. The device will not be returned to physio-control for evaluation.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio observed electrical leakage in filters fl10 and fl11 from the analog pcb assembly, but the amount of leakage was insufficient to cause the observed internal hlc battery depletion. Physio narrowed the cause down to the analog pcb assembly, but was unable to determine a component cause.